Event description:
Vessel sealer would not seal. Dr. Reported that bipolar was working, but seal function was not. I turned generator off and on, it still did not work. A new product was opened and worked.